Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic median lobe resection, 2 handles and a reload did not fire while on lung tissue. There were no staples came out. The surgeon was able to press the green button and squeezed the handles. A third standard handle and a new reload were used to complete the procedure. There was no patient injury.